Manufacturer narrative:
The investigation into this event is on-going, as navilyst medical is attempting to obtain more details, including whether a sample is available for eval. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, an 8f port which had been implanted since (B)(6) 2011, was removed on (B)(6) 2011 because of leakage. It was replaced with another of the same style port. No complications to the pt were reported.